Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a storage space failure occurred. A cubie failed to release from the affected storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the cubie had failed to release. Drawer 5-1 was randomly popping out pockets. The field service engineer (fse) opened the back of the drawer and observed damage to the retractor band cable. The fse replaced the cable and had the customer test the drawer, with no further issues observed. The drawer was tested in diagnostics, and a final test was completed successfully. The system functioned as intended after field service engineer repaired the device.